Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-04383. The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The control limits for the applicable trend categories were not exceeded for november 2019. The instructions for use (IFU), device preparation and the training manual were reviewed for the instructions or guidance for proper use of the edwards commander delivery system and no deficiencies were identified. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the IFU, the safety and effectiveness has not been established for patients with the following characteristics/comorbidities: - significant aortic disease, including abdominal aortic or thoracic aneurysm defined as maximal luminal diameter 5 cm or greater; marked tortuosity (hyperacute bend), aortic arch atheroma (especially if thick [> 5 mm], protruding, or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta, severe ¿unfolding¿ and tortuosity of the thoracic aorta; - access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity. There are numerous possible mechanisms by which an aortic dissection or rupture can develop during tavr: stiff wire interaction in the ascending aorta, catheter valve injury to the aortic wall by creating an intimal disruption, valve retraction to expose the balloon in balloon-expandable systems, balloon valvuloplasty injury, post-dilation balloon interaction with the aorta, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, the cause of the aortic rupture with subsequent death cannot is cannot be confirmed, as the exact time of the rupture is unknown. However, it appears that a combination of patient and procedural factors (aaa, tortuous vasculature, manipulation of devices) may have caused or contributed to the event. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the commander was 100% inspected. During the final inspection the commander underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that is it unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system/crimped valve withdrawal difficulty through sheath and nose tip separated were unable to be confirmed due to the unavailability of the device or relevant imagery. No manufacturing non-conformance could be determined due to unavailability of the device for evaluation. A review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manuals revealed no deficiencies. Per report ¿as the device was attempted to be brought back in the e-sheath for removal, the delivery system balloon catheter became disconnected from the delivery catheter. Upon removal, it appeared that the esheath expandable seam was split and separated near the distal portion of the esheath.¿ the esheath liner may have been torn due to the delivery system insertion difficulty. If the liner is torn, the sheath would lose its column strength, making the retrieval of the devices difficult. In such situation, the valve apices can catch onto the liner, resulting in resistance during device removal. Per training manual, ¿do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. If excessive force/device manipulation is applied during device removal when the device has already been caught onto the sheath, device separation can occur.¿ a definitive root cause was unable to be determined at this time, but available information suggests that procedural factors (device removal when liner is torn and excessive force/device manipulation) may have contributed to the delivery system withdrawal difficulty and distal tip separation. Since no manufacturing non-conformance and no labeling/IFU inadequacies were identified during this evaluation and the complaint occurrence rate for the applicable trend categories did not exceed monthly control limits, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information: this report is related to user facility report number (B)(4). Updated field g3 for the user facility repot number.

Manufacturer narrative:
Additional information g3 updated and stated this report is related to medwatch number: (B)(4).

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. The investigation is underway.

Event description:
As reported by a field clinical specialist (fcs), there was difficulty withdrawing the delivery system from the esheath, and the delivery system balloon catheter became disconnected from the delivery catheter. The patient expired due to rupture of a pre-existing abdominal aortic aneurysm (aaa), during the procedure. Prior to the transfemoral tavr case a large aaa was observed. There was resistance experienced when advancing the delivery system into the esheath (about mid-sheath) due to suspected patient tortousity. The delivery system was believed to have been pushed out the side of the esheath and through the aneurysm. As the device was attempted to be brought back into the e-sheath for removal, the delivery system balloon catheter became disconnected from the delivery catheter. The delivery system was unable to be retrieved from the patient. Upon removal, examination of the e-sheath revealed it appeared that the e-sheath expandable seam was split and separated near the distal portion of the e-sheath. The patient expired and the cause of death was due to rupture of the aaa. The fcs clarified, that they did not inflate the balloon and that the delivery system was not observed exiting the sheath under fluoroscopy. It was confirmed that the loader was fully inserted into the esheath, and that the delivery was in the full position during insertion. The insertion angle was in line with the esheath, it was not acute. The vessels were not pre-dilated. During withdrawal, the delivery system was getting caught at what appeared to be the distal sheath. There was coaxial alignment of the delivery system upon reentry into the distal end of the sheath. They were concerned they had ruptured the aaa when they were unable to retrieve the delivery system back into the distal sheath tip. However, the exact time of the rupture is unknown. There was no retained volume in the balloon and the delivery was completely unflexed prior to removal. The facility will not be releasing the devices to edwards for evaluation.